Manufacturer narrative:
Technician found the valve solenoid was bad due to unk reasons. The technician replaced the valve solenoid to resolve the issue.

Event description:
Technician alleged that the head hi-low was drifting down. No pt impact.